Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that after predilatation was performed on a highly tortuous cx, two vision stents were placed distally. During the attempt to place the vision stent proximally, while pushing the sds through the tortous vessel, the guiding catheter slipped out of position and the stent caught on the lip of the guiding catheter and dislodged; however, the dislodged stent remained on the guide wire and was able to be retrieved with the use of a snare device to anchor the stent to the guide wire. No patient effects were noted due to the dislodged stent and the procedure was successfully completed. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood and contrast on the shaft. The stent implant had dislodged from the balloon and was returned on a whisper guide wire attached to a snare device and was located at the distal end of another company's guiding catheter. The entire length of the stent implant was mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were multiple kinks throughout the entire length of the hypotube consistent with the way the product was rolled up when received. There were two kinks in the shaft, 6.7 cm and 8.4 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath and the stylet were not returned. There was no damaged noted to the guide wire. The shaft of the guiding catheter was bunched for a length of 1 cm distal to the proximal end of the guiding catheter. There was thick blood inside the shaft of the guiding catheter. The snare device was frozen inside the guiding catheter due to the thick blood in the shaft and the bunched shaft of the guiding catheter. The stent implant outer diameters could not be measured due to the damage to the stent implant. The inner diameter of the guiding catheter could not be measured due to the snare device being frozen inside the guiding catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.